Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Choking. Throat sore. Circular portion of toothbrush head detached. Accidentally swallowed brush head. Swallowed brush head. Case description: the consumer, unspecified age and gender, reported spontaneously via e-mail on (B)(6) 2020 that they used oral-b power oral care refills (B)(4), beginning on an unspecified date. The consumer reported that the circular portion of the head detached and they swallowed that piece. The consumer was choking so their wife helped (unspecified) and then the consumer was safe. The consumer had a sore throat. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. Relevant history: none reported. Event outcomes: choking - recovered, sore throat - not recovered. Case outcome: improved. No further information was provided.